Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's next of kin and nurse reported via phone call that the customer's insulin pump is not delivering properly. The customer¿s blood glucose level was unknown at the time of the incident or during the call. The nurse requested pump replacement as they do not believe the problem is related to threshold suspend. Troubleshooting was not completed as the customer and pump were not available at the time of the call. The insulin pump will be returned for analysis.